Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device was fired with a reload that had already been used. Device jaws would not open. Tried reverse and then manual override and jaws still would not open. Opened another pve35a and fired, then removed non-functioning device. The surgery was delayed by ten minutes. The procedure was completed successfully. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5aw75. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which could lead to the device not to fire. Although no conclusion could be reached as to how the device became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.